Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on (B)(6) 2019, during an unknown procedure, the cervios cage marker pins fell out of the cage. The surgeon was inserting the bone graft into the bone graft window using the packing block and packing tool provided with the kit. The radio-opaque marker then fell out of the cage under impaction. A new cage was opened and there was a surgical delay of five (5) minutes. Concomitant devices reported: unknown impaction instrument (part #: unknown, lot #: unknown, quantity #: 1), unknown packing block/tool (part #: unknown, lot #: unknown, quantity #: 1). This report is for one (1) vertebral spacer-cr lordotic 6mm height. This is report 1 of 1 for (B)(4).